Event description:
On 07/24/2024, znyo medical received a report from the customer that the device was infusing medication even when the door was closed and the pump was off. No patient injury/harm reported.

Manufacturer narrative:
Device return requested. There are no previous complaints on this device. The complaint will be reopened and updated in the event the device involved or additional information becomes available. A follow-up MDR will be submitted in the event additional information becomes available. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 complaint remediation. Intuvie received a report indicating that medication was infusing with the pump door closed and the pump powered off. The device was returned and investigated. During evaluation, it was confirmed that when tubing was loaded into the device, the pump was free-flowing fluid. A review of the device's serial number history revealed no prior similar complaints. The failure mode was confirmed, and the probable cause was determined to be a component failure related to the free flow clamp. No components were replaced, as the device is scheduled to be scrapped. Reference to complaint # (B)(4).